Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue connecting a bag to the line of a homechoice cassette. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the spike was observed to be inserted into the tubing wall of the solution bag; however, there were no defects noted with the device. The connection was reattempted and the bag was successfully spiked with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.